Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to the reported event. Additionally, a review of the complaint history identified no similar complaints from the lot. All available information was investigated, and a cause for the reported entrapment of device (clip becoming caught in anatomy) cannot be determined. Unspecified tissue injury resulting in mitral valve insufficiency/ regurgitation appears to be due to the procedural circumstances associated with the clip becoming caught with the anatomy (entrapment of device). Tissue damage/injury and mitral regurgitation are known possible complications associated with mitraclip procedures. Unexpected medical intervention, surgical intervention and hospitalization were a result of case-specific circumstances. There is no indication of a product issue with respect to manufacture, design or labeling. H6 health effect clinical code: code 4559 added. H6 health effect clinical code: code 4607 added.

Manufacturer narrative:
The device will not be returned for evaluation. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that on (B)(6) 2024, a mitraclip procedure was performed to treat functional mitral regurgitation (mr) grade 3-4. First clip chosen was implanted successfully. A second clip was chosen to be implanted to further reduce mr. The initial grasp was successfully, however after a short time the posterior leaflet was observed to be perforated which caused mr to worsen. The clip could not be removed from the valve as it was stuck on the chordae, so it was implanted lateral to the defect on both leaflets with chordae. Clip remained perpendicular to the line of coaptation. The procedure ended with mr worsening grade 4. There were no clinical signs or symptoms due to the worsening mr. The next day (B)(6) 2024, surgical mitral valve replacement was performed.